Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: the reported elevations in pump power/estimated flow were confirmed via the log file data provided by the account. The submitted log file contained data spanning from day 2 hour 21 minute 12 to day 6 hour 1 minute 38, per the timestamp. No notable alarms were captured. Some transient elevations in pump power/estimated flow were recorded at the end of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. A specific cause for the elevated pump parameters was not determined; however, it was reported that the parameters have since returned to the baseline range. The center will continue to closely monitor the patient. The patient remains ongoing on vad-53477 and no further events have been reported at this time. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that while the patient was recovering in the ICU from a post-operative bleeding complication after an planned nephrectomy.